Event description:
It was reported that during testing of the device it was seen that 5 channels had high impedances. The pt complains that there has been a drop in sound quality. He is able to push on the internal device and cause the sound quality to become worse. When he pushes on the internal device, the audiologists is able to rerun testing and see changes in the high impedance readings. They switch between hi and >15. The audiologist reports that in 2008 the pt had only one electrode channel with high impedances which has now increased to 5. It is suspected that the lead electrode is compromised. Due to insurance issues, it is unlikely that the pt will be re-implanted very soon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.